Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the left circumflex artery. A 2.50 x 28mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion despite multiple attempts and the stent strut was lifted. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: promus element,mr,ous 2.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most distal stent struts were damaged and bunched along the balloon in a proximal direction. The undamaged crimped stent od (outer diameter) was measured. This is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a kink 362mm distal from the distal end of the strain relief measured using a ruler. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The moderately stenosed target lesion was located in the left circumflex artery. A 2.50 x 28mm promus element stent was advanced to treat the lesion. However, the device failed to cross the lesion despite multiple attempts and the stent strut was lifted. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.